Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distributor did not send the customer pump supplies and the customer reverted to using manual injections. After 6 days, as a result of no infusion set supplies, blood glucose (bg) was 463 mg/dl. Insulin injections were administered. The customer was hospitalized for diabetic ketoacidosis (dka) and dehydration. The customer was treated with fluids, insulin, potassium and zolfren. Elevated bg was resolved and the customer was discharged on (B)(6) 2018.